Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line) alarm. This occurred during the initial drain cycle of peritoneal dialysis therapy. The patient stated that the line was not properly primed prior to connecting. The technical services representative (tsr) assisted the patient in clearing the alarm and advised them to begin therapy over with new supplies. There was no adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The cause of the alarm was determined to be an incomplete prime, which is a user error. The homechoice and homechoice pro apd systems patient at-home guides instruct patients: after priming, do not connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the labeling for the product family will be performed. Should additional relevant information become available, a supplemental report will be submitted.